Event description:
It was reported that there was no pacing output from this external pulse generator (epg). No patient complications have been reported as a result of this event. The epg was returned for repair.

Manufacturer narrative:
Correction: additional information was received that there was no patient involvement. Therefore, no serious injury/adverse event oc curred. Product event summary: the device was returned, analyzed and the reported observations could not be confirmed. The device passed all visual incoming tests with no anomalies found. Electrical and mechanical parts were inspected. The device was re-calibrated, functionally tested and passed final quality assurance tests. The 9v battery was replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).